Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) due to hearing an audible alert from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic) and high rate non-sustained episodes. It was noted that the episodes displayed in a burst pattern, noted with 60hz cycle. The ed physician stated patient was admitted that day with gastrointestinal (gi) bleeding and taken to endoscopy. Possible oversense of electromagnetic interference emi/cautery triggering lia. Follow-up was conducted with the patients clinic. The healthcare professional (hcp) stated the patient has not been seen recently. No reprogramming has been completed and the lead remains in use. No patient complications have been reported as a result of this event.